Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a pd infection. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with an unspecified intraperitoneal drug for the event. The patient was recovered from this peritonitis event. Pd therapy was ongoing during treatment. No additional information is available.